Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, a review of the alarm logs shows the alarm 'internal ventilator clock too slow'. This alarm would have caused a loss of mechanical ventilation. The display control board was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported that the unit had intermittent ventilation during a case. There was no report of patient injury.